Event description:
Physician accessed the right carotid and established reverse flow. Next they tried to advance the .014 wire to cross the lesion they noticed, it was not going in the path of the vessel. They put a 4fr bernstein catheter in and took a picture and there was a dissection. Physician tried to readvance the wire through the bernstein catheter but it was still in the dissection and he then decided to covert to a cea. The patient was on cerebral oximetry and no change was noted.

Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section. Additional/updated information can be found in the following fields: b4: date of this report, d4: unique identifier (UDI) #, f7: type of report, if follow up, what type?, f8: date of this report, f11: report sent to FDA?.

Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.